Event description:
Medtronic received information that 26 months following the implant of this bioprosthetic valved conduit, central regurgitation, cuspal tears and calcification were found on echocardiographic evaluation. The conduit was explanted and replaced with another manufacturer's valve with no adverse patient effects.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, a 2.6 centimeter section of the valved conduit was received. Two leaflets were stiff due to host tissue and mineralization on the inflow and outflow. Tears on the other leaflet may have been associated with mineralization, and may have been extended in size during explant. Host tissue overgrowth contributed to tears in one leaflet. One commissure was intact. Due to host tissue overgrowth, the condition of two leaflets could not be determined. Glistening off-white pannus lined the inner lumen on the outflow, extending to all sinus areas, covering two commissures, onto the outflow of two leaflets and the top of the other commissure, resulting in restricted leaflet movement. Pannus lined the inflow margin of attachment of all leaflets. Radiography showed mineralization in the conduit wall and in two leaflets.